Event description:
In 2008, the pt reported that the piston rod of his infusion device would not fully retract while changing his insulin cartridge and he received and e10 (cartridge error). He stated, he was eventually able to retract the piston rod and he inserted a new insulin cartridge. He stated he does not attach the adapter and infusion tubing to the insulin cartridge prior to inserting it into the infusion device. He stated, he sees moisture in the cartridge compartment often. He was advised to attach the adapter and infusion tubing to the cartridge prior to insertion. No physiological effects were reported. The pt did not required medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.